Event description:
During revision surgery to reseat a potentially dislodged magnet, the surgeon observed that the magnet was still intact but that the device's silicone coil cover was missing. He surmised that this fell off during the original implant surgery. The surgeon placed a coil cover from another advanced bionics cochlear device. The patient's device remained implanted.